Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,28-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck in blue screen. A technical support specialist reviewing the backend configuration and confirmed issue was due to a backend script that runs silently when the station is powered off or restarted. The tss set to default parameters, which should prevent the blue screen from reoccurring. To upgrade rss (remote smart service) to version 4.10 and ensure carefusion network application (cfnapp) auto login functions correctly, the tss followed the steps to deploy the rss package, enable auto login, verify folder permissions and configuration files, reinstall necessary components, and confirm registry keys and startup shortcuts are properly set. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower medstation stuck on care fusion blue screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.